Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead did not sense or capture, despite repositioning the lead several times. The procedure was completed using a different lead of the same model. No adverse patient effects were reported. The attempted lead was not planned to be returned for analysis.